Manufacturer narrative:
Internal file number - (B)(4). Correction: the device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted the perclose proglide instructions for use states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. It also should be noted that the perclose proglide instructions for use states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted the perclose proglide instructions for use states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. It also should be noted that the perclose proglide instructions for use, states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. The patient is reported to be in good condition at home. An angiogram or other imaging was not taken prior to the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the artery axillary was attempted using a proglide device via 14fr sheath after an transaxillary implant procedure. After removal of the portico tf delivery system and the sheath, the artery could not be successfully closed with the proglide device. The artery had to be revised by a surgeon, as it had an perforation and was surgically sutured closed to achieve hemostasis. Per reported information, the proglide device did not cause or contribute to the perforation. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.